Manufacturer narrative:
Date sent to FDA: 9/3/2019.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure for urinary incontinence on (B)(6) 2017 and mesh was implanted. At the patient's three month follow up, the surgeon found that the patient has experienced asymptomatic small mesh erosion. A small piece of mesh was removed and the tissue defect was closed. No additional information is available.